Event description:
The complainant reported that the clinicians were performing a therapeutic procedure in the colon of a patient (age, gender and weight unknown) using radial jaw 3 biopsy forceps. During the procedure the needle broke off the forcep inside the patient. The physician was unable to retrieve broken needle. The clinicians obtained another of the same device and successfully completed the procedure. Additional information subsequently obtained from the complaint indicated that the complainant could not confirm that the needle was retained in the patient or in the scope. The clinicians felt that if the device had been in the patient it would pass with peristalsis, as the detached piece was very small, and not a typical needle but was more of a spike. The complainant also reported that there was "no ill effect for the patient" and another of the same device was used to successfully complete the patient procedure.

Manufacturer narrative:
The device was returned for evaluation. The initial inspection of the device revealed that the needle was not broken, but only bent, therefore it was not possible that a fragment of the needle could be inside the patient. A review of the device history record for the pertinent lot was performed, no anomalies were noted. There had been one additional complaint reported for this lot number, that complaint was reported by this same customer on this same date. That complaint reported a bent needle. The visual inspection of the device revealed the following: -riveting - within specifications -crimping - within specifications -clevis - within specifications -cutters - within specifications -needle bent, not broken off. This customer complaint was confirmed and may have been the result of user handling, although this could not be definitely determined.